Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, while pre-mapping with the pulsed field ablation catheter, the ring appeared to have come off to the outside of the nose. The array then had difficulty retracting into the sheath and a knot formed. While in the left atrium, the guidewire was pulled and the slide control knob was advanced. The knot was released and the catheter could then be stored in the sheath. It was noted that the array could not maintain its ring shape. The pulsed field ablation catheter was replaced to resolve the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the pscc100 catheter with lot number 0012536345 was returned and analyzed. Visual inspection showed the catheter had an inverted array, a kink on the guidewire lumen 1.2 inches from the tip, and a kinked pebax tube near electrode one. All the electrodes were intact. The capture device had a normal shape, showing no damage or unusual features. No guidewire was received with the returned catheter. X-ray imaging was used to verify if the inverted array had any broken wires inside; the electrode wires were intact. The catheter was connected to both the test catheter interface cable (cic) and the returned cic without any resistance, and the connection was secure, as indicated by both latches fully engaging into the catheter connector. The steering function was normal, with the distal catheter tip responding with approximately 170° rotation in both directions. The slide control function operated with resistance at the beginning of the movement due to the kink on the guidewire lumen. The functional test was not performed due to the anomalies on the returned device. The catheter was connected to the breakout box and the impedance was measured between electrodes one to nine and related pins e-1 to e-9. All the measurements were in specification and stable during static and dynamic testing. There was no issue with the catheter continuity between the connector and electrodes. In conclusion, the reported array knot was not confirmed during analysis; however, the catheter did not pass returned product inspection due to an inverted array, a kinked guidewire lumen, and a kinked pebax tube. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.